Event description:
It was reported that the ventilator generated 3 technical error codes while it was connected to a patient and ventilation subsequently stopped. The technical errors indicated disabled valves, an expiratory channel failure and an internal communication failure. The ventilator was disconnected from the patient. There was no patient harm. Manufacturer's ref #:(B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated 3 technical error codes while it was connected to a patient and ventilation subsequently stopped. The technical errors indicated disabled valves, an expiratory channel failure and an internal communication failure. The ventilator was disconnected from the patient. The support case for this reported complaint suggested to replace the control printed circuit board, but there is no further information on how the problem was resolved or whether any parts were replaced. The evaluation of the received device logs confirms the generation of the technical error codes and also clinical alarms indicating that ventilation stopped. The breathing software stops executing as a safety measure and alarms are generated. The safety valve opens and spontaneous breathing is enabled. Previous investigations of similar events have shown that flash memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this have been developed and are implemented in a higher software version. A field action to upgrade the software began in june 2022. No parts were returned or mentioned as replaced for investigation. Therefore, the root cause for the reported problem could not be determined.